Event description:
Meter not working; getting erratic readings that are inaccurate. Analysis run on clark error grid using mean avg readings (130) as reference point vs. Bd readings (60,300) yielded some data points in the c range of the grid, outside acceptable limits.